Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
The reporter indicated that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. Due to the lens being implanted upside down, the lens was exchanged for a same mode, power and length lens. The problem was resolved. Cause of the event was reported as unknown.